Event description:
The initial reporter received questionable ca2 calcium gen.2 results from an unspecified number of patient samples tested on the cobas 8000 c702 module. The initial results were not reported outside of the laboratory. The reporter questioned the results as they were running low, prompting the rerun of the patient samples. The reporter was able to provide one example of discrepant results. The patient sample was rerun on their other c 702. The initial result from the module was 4.5 mg/dl. The repeat result from the other module was 9.3 mg/dl. The repeat result was deemed correct.

Manufacturer narrative:
The reagent lot number is 69403301. The expiration date is 31-mar-2024. The investigation reviewed the calibration performed on (B)(6) 2023 at 9:42 am; the calibration failed with errors. The investigation was unable to determine if the customer's calibration recovery was acceptable prior to running the patient samples. The customer stated that the qc recovery was acceptable. The field service engineer (fse) inspected the module and found the rinse tube to be aged and degraded. The fse replaced all of the rinse tubings and detergent/water lines. He verified the module's performance by calibration and qc with successful results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.